Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.